Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a pocket infection was observed during a routine follow-up. The physician prescribed antibiotics, and the patient is under observation. This right atrial (ra) lead currently remains implanted. No adverse patient effects were reported.